Manufacturer narrative:
Based on investigation, the root cause of the breakage was attributed to an insufficient cleaning and maintenance. Due to the insufficient cleaning, corrosion and pitting corrosion occurred and finally the thread of the instrument broke during application.

Event description:
Rep was in case and the universal bone repositioning pin broke off in patient. Surgeon was performing a complex maxilla reconstruction when the pin broke. Thread portion was left in patient. Surgeon attempted to remove the thread portion, but was causing more damage than good. Rep stated that there were a lot of forces involved and surgeon was moving the pin back and forth while trying to reposition the bone.